Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: sample was received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue. Based on trend analysis, no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation conclusion: unable to perform complaint lot history check due to an unknown lot number for damaged plunger rod. The occurrence is unknown since the lot number is unknown. This will be considered the 1st related complaint for guidance on the investigation. Due to batch being unknown, no DHR review can be completed. Based on the samples received, bd was able to confirm the indicated failure of the thumb press breaking off of the plunger rod. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. The root cause of the thumb press breaking off of the plunger rod cannot be directly determined. A potential root cause may be a high, sharp force applied across the thumb press outside of normal use. Based on the investigation, no CAPA/sa is required at this time.

Event description:
It was reported that the syringe 0.5ml 30ga 8mm experienced a damaged plunger rod. The following information was provided by the initial reporter: there was a damaged plunger rod.